Manufacturer narrative:
Terumo has received the actual device for eval; however, the investigation has not been completed. Terumo will be submitting a follow-up report when more info becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, during prime, there was a leak within the body of the sample manifold on the oxygenator. There was no pt involvement as this occurred during prime. The product was changed out. The surgery was completed successfully.